Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: -due to faulty power supply unit, the power of the monitor does not turn on. -due to faulty g1 board, the power cannot be turned on. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the monitor did not power up. The issue occurred, during an unspecified event. There were no reports of patient harm.